Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04813, 04814. The patient received three leads, and two have the same lot number. It was reported the patient was unable to communicate with the ipg using the charger; it was suspected the ipg may be implanted too deep. In addition, the patient was not receiving full stimulation coverage. Follow up identified the physician surgically repositioned the ipg closer to the surface, which resolved the communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.